Event description:
Spontaneous call from patient to report another issue with her cassette not working. She had no issues since friday and it happened again this morning. She was getting the alarm again and switched to a new cassette and no issues now. She had called on friday with the same issue, as previously reported. Both affected cassettes were from last month's order. Rph suggested switching with new mixes to the new cassettes from this month's order. Once she switched to a new cassette, there is no issue. Patient did not have a lot number, expiration date, cl' serial number available. Did we [MFR] the device? No. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What's is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Reported to (B)(6) by pt/caregiver.